Event description:
A report was received that during a lead revision due to lead migration, the physician discovered that one of the leads was fractured. The physician replaced the lead along with one lead extension. The patient was reprogrammed and was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision due to lead migration, the physician discovered that one of the leads was fractured. The physician replaced the lead along with one lead extension. The patient was reprogrammed and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3108-35, serial # (B)(4), description: lead extension, 35 cm.

Manufacturer narrative:
Device analysis for lead extension (B)(4) (md# sc-3108-35) confirmed the complaint. Visual inspection of the device found that the connector block was ripped off from the lead extension body. Visual inspection of lead (B)(4) (md# sc-2108-30m) revealed lead was cut approximately 10 inches from distal end. The damages to the lead and lead extension are consistent with damages done during the explant procedure and are not considered a failure.